Event description:
It was reported when the patient's pacemaker notifier was triggered for an impedance issue. It was noted that the pacing impedance was low and out of range. No intervention was performed, and the patient will further be monitored. The patient was stable.